Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the user observed conductor wire damage on the force bipolar forceps instrument. Troubleshooting was performed by replacing the instrument to a backup instrument. The user continued the planned procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the conductor wire insulation inside the grip routing was damaged. The internal wires were not exposed. No sign of thermal damage was observed. The instrument passed the electrical continuity test. Further inspection found that the instrument grip cable was frayed at the distal end. This observation is unrelated to the damage on the conductor wire. The information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.